Event description:
It was reported to boston scientific corporation in 2008 that an extractor rx retrieval balloon was used in a balloon sweep procedure the same day (a female patient; weight unknown). According to the complaint, the retrieval balloon was tested (inflated and deflated) outside the scope. Once the balloon was inside the bile duct, it was inflated and it burst. Stone retrieval was attempted with a basket, however, this was not successful. Follow-up revealed there was no malfunction of the basket, rather they were just unable to capture the stone. A plastic biliary stent was placed (manurfacturer unknown). The physician plans on following up with the patient at a later date. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Balloon burst. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.